Event description:
On (B)(6) 2025, a company representative - service personnel contacted technical service to report that total care frame (product code p1900e004872, serial number (B)(6)), had the head of the bed not raising. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.